Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Please find the physician answers for the below requested investigational questions on what tissue type was the device used? At what location on the tissue? Stomach during gastric sleeve procedure. Location : body of stomach. What was the quality of tissue in the area where the device was fired? It was healthy was it used on thick tissue? No. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Was the cartridge correct inserted, did they hear the "click"? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd and 3rd. During which stroke did the event occur? Na. What color cartridge was being used? Green and gold. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What were the patient's pre-op diagnosis, did he/she suffers from cancer, morbus crohn or colitis ulcerosa? Healthy. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? No. What is the current status of the patients? Doing well after revision procedure. Is there any other additional information you would like to share about this device or procedure? No.

Event description:
It was reported that following a gastric sleeve for a male patient, the patient left the hospital normally. After fifteen days he came back with fever and chest pain. After ER x-ray they informed the doctor that the patient suffered from leakage so he decided to re-operate him. During the operation he found the staple line is open and the leakage happened. So the patient enters in many problems so he is incubated and stayed at ICU. Device and reloads have been discarded.